Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(4) (system 2), is related to case with patient identifier (B)(4) (system 1).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: "lo" mg/dl (system 1) and 108 mg/dl (system 2). The "lo" mg/dl result on the system indicates a result of less than 20 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.